Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that boluses had not recorded in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump booted to the verify screen with audible and vibratory features. An ezprime and 24 hour duration test were successfully completed with no errors. During testing, a 1.65u ezbg bolus was successfully performed with bg value of 160mg. The pump information was then downloaded using windows xp and ezmanager max 2.0.14 software. The bg value of 160mg was successfully recorded in the pump. A 10u audio and 10u normal bolus were successfully performed and were accurately recorded in the pump history. The history settings issue was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. The returned battery cap was able to fully tighten to the pump and was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.